Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device is not sharp enough for the grater. The threads are damaged to can't fit into the extractor anymore.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : not sharp enough for the grater threads are damaged to can't fit into the extractor anymore the product was returned to depuy synthes for evaluation. Visual analysis of the returned device found the distal tip of the retaining stem inserter was severely stripped. Assembling issues are most probably caused due to this condition. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like impacting the device before fully seated. Additionally the retaining stem inserter body was missing, however a root cause for this condition cannot be determined. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.